Manufacturer narrative:
Product ID 3389s-40, lot# unknown, implanted: 2011 (B)(6); product type lead product ID 3389s-40, lot# unknown, implanted: 2011 (B)(6); product type lead product ID 37085-60, serial# (B)(4), implanted: 2011 (B)(6); product type extension product ID 37085-60, serial# (B)(4), implanted: 2011 (B)(6); product type extension product ID 8840, serial# unknown; type programmer, physician product ID neu_ptm_prog, serial# unknown; product type programmer, patient. (B)(4).

Event description:
It was reported, the patient programmer showed an elective replacement indicator (eri) message. It was seen 4 days prior to report. The implantable neurostimulator (ins) battery was at 2.575v. The pulse width was increased from 60 to 90. The patient had always been on a low voltage because they couldn¿t tolerate higher voltages before. The longevity estimate was at 4.41 years to eri and 4.66 years to end of service (eos) based on 24 hour use. The impedances on the right were all within normal range. The impedances on the left were reading higher than 2,000 ohms and out of range box listed all pairs as high. The values were specifically: c-0=2300, 0-1= 2300, 0-2=3400, and 0-3=3537. It was noted, the physician would arrange with surgeon for a replacement surgery. The patient also had worsened tremor on their left side which occurred 3 weeks prior to report. They thought ¿it was unusual because the patient was doing so well.¿ it was sudden when the patient was at church. There were no falls or trauma and the physician was able to make some programming changes on the day of report. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.